Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Event description:
Initially, the nanocross balloon would not deflate. After several attempts, the balloon slowly deflated to the point it could be removed from the patient. Tried with the inflation device to deflate balloon, then tried with an empty syringe. The physician then tried to inflate the balloon slightly more then deflate. The physician was able to get it to deflate by emptying most of contrast from the inflation device and deflating. The nanocross balloon deflated enough to pull back to sheath over 4-5 minutes.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Result of the evaluation on the returned device: the catheter exhibited a twist immediately distal to the proximal balloon bond. A glycerin/ water solution was made that approximates the viscosity of a 50/50 contrast/ saline mixture. An inflation device was loaded with the solution and was attached to the catheter's inflation lumen. The system was pressurized to 7atm (nominal pressure), the balloon still exhibited a residual twist at the proximal cone. The balloon was allowed to stabilize at 7atm and, a vacuum pull (deflation) was conducted. The balloon fully deflated in 30seconds.